Event description:
Pt was taken to surgery initially due to presence of possible brain tumor, brain abscess. Intracranial pressure drain/monitor was inserted. When catheter was being removed from pt's skull a portion of the catheter remained in the ventricle. X-rays confirmed presence of the catheter portion and the pt was returned for retrieval of the catheter piece.